Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had to stopped giving insulin when they was low. The customer¿s blood glucose level was 73 mg/dl at the time of the incident. Customer also stated insulin pump did not had option of auto mode. Customer stated insulin pump was not doing what they think as insulin pump should do. The insulin pump will be returned for analysis.